Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after a cryo ablation procedure, the patient did not regain consciousness and remains hospitalized. No other information was available. No further patient complications have been reported as a result of this event.